Event description:
In 1999 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin with hemostasis achieved. Upon arrival to the recovery room a hematoma was noted. Manual pressure was held with the pt rapidly becoming hypotensive. The pt was placed in trendelenberg and bolused with IV fluids. The pt was taken emergently to surgery where mitral valve replacement and removal of the angio-seal device with suture repair were performed. During surgery it was noted that the anchor was partially in the vessel, and was therefore unable to obtain a seal. It should also be noted that the puncture site was found to have been within the superficial femoral artery. Follow-up with the facility confirmed that the pt experienced a slow recovery from surgery due to the pneumonia. The pt was discharged to home on 06/21/1999 in good condition. As of 07/08/1999, there has been no further report to the MFR of additional complication or pt sequelae.